Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and exchange due to patient's concerns with the product. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and exchange due to patient's concerns with the product. The device has been explanted.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as unidentified (tear). Shell thickness was within specification). Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.